Event description:
A bipap a40 was returned to a third-party service center for service. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was confirmed in the event log. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. No repair was performed. The device will be scrapped as per customer request. Additionally, unrelated to the reportable malfunction, during the evaluation of the device at third-party service center, the device was found to have a damaged ui panel and to be missing rubber feet.